Manufacturer narrative:
(B)(6) (sn: (B)(6)). The returned ipg was analyzed. The implantable pulse generator (ipg) was successfully recharged within a four-hour cycle; however, an analysis of the devices data logs revealed a higher depletion rate that began around (B)(6) 2024. The ate functional test indicated that the quiescent current was outside of the normal range. Further inspection involved opening the ipg, where internal electrical measurements showed excessive sleep current. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. Such damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources. A labeling review was conducted; x-ray and CT scans may damage the stimulator if stimulation is on and the device may require explantation as a result of damage to the device. With all the available information, boston scientific concludes that the complaint has been confirmed. An analysis of the devices data logs indicated a higher depletion rate. The investigation found that the asic chip was damaged, which led to the reported issue. Such damage is typically caused by the ipgs exposure to external high-voltage or high-current transient sources.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge as it was not holding a charge. Database analysis revealed that there was a higher rate of depletion that started approximately on (B)(6) 2024. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last week from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge as it was not holding a charge. Database analysis revealed that there was a higher rate of depletion that started approximately on (B)(6) 2024. The patient underwent an ipg replacement procedure and was doing well postoperatively.